Event description:
The following has been reported: biomed reported: service needed error, unable to perform test infusion. Cleaned and a test infusion has been attempted. A preliminary review identified the following issue: pneumatic valve leak failure (valve 1). An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
The device was returned for a pneumatic valve leak failure (valve 1). Upon return, the device had a red pump alarm at start up and log files indicate pneumatic valve leak failure (valve 2). The device failed hardware test for valve 2 gross vent leak. Valve 2 will be removed and replaced during repair process. No other issues found.